Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. The returned complaint device was received opened and clinically used. The original stryker sustainability solutions pouch and label were also returned. Visual inspection revealed a residue spot and smearing, red in color, on the obturator tip which is indicative of clinical use. The residue found on the obturator was tested for hemolytic residue, and the contaminant was observed to have large traces of hemolyzed material. Since the device was used clinically there is no way to confirm the original complaint for ¿blood stains on the trocar tip¿. A review of the device history record supports that the device met all inspection and test criteria prior to release. Therefore, the most likely root cause is inadvertent contamination of the device at the facility after opening the packaging.

Event description:
It was reported that there were blood stains on an unused trocar tip when they opened the packaging. As the device was subsequently used on a patient, the issue caused surgical delay to administer additional antibiotics to the patient. The case was postponed due to a dirty device being in the sterile field and was rescheduled.